Manufacturer narrative:
H10: received one used list # 426450406, transpac® IV monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 60" tubing, disposable transducer, 3 ml intraflo® flush, macrodrip (pole mount) on october 4, 2019 for investigation. The reported complaint of separation was confirmed. The returned 426450406 monitoring kit was found to be separated between the safeset syringe and 1-way stopcock. The bonding surface was observed to have sufficient solvent. However, a portion of the stopcock which bonds into the barrel was observed to be slightly bent. The probable cause of the separation is due to unintentional excessive bending force near at the safeset syringe. The device history review (DHR) review could not be completed since no lot number was provided.

Manufacturer narrative:
The device is available for investigation. It is yet to be received.

Event description:
The event occurred on an unknown date. The event involved a transpac IV monitoring kit with safeset reservoir and 2 blood sampling ports, 60" tubing, disposable transducer, 3ml intraflo flush, macrodrip (pole mount) that the customer reported it to have come apart during use at the narrow end of the safeset. There was no more information provided.